Event description:
It was reported that during a foot procedure using a speedlock implant with inserter handle, the implant pulled out of the bone after it was implanted. A new bone had to be drilled to complete the procedure. There were no significant delays or pt complications reported as a result of this event.